Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2017. In 2015, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pain"), discomfort ("discomfort"), abdominal distension ("bloating") and mental disorder ("mental health issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, discomfort, abdominal distension, weight increased and mental disorder outcome was unknown. The reporter considered abdominal distension, device dislocation, discomfort, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: essure was implanted in hospital in 2015. After the procedure, the claimant began to suffer from severe pain and discomfort, she also suffered from bloating, weight gain and mental health issues. The claimant learned of migration of the essure device during surgery to remove her appendix in 2017. Her symptoms were so severe the only option available to her was to undergo revision surgery. The claimant underwent a hysterectomy in (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2020: lawyer provided plaintiff's address. She had essure implanted in 2015 (date added). She began to suffer from severe pain and discomfort after the procedure, also from bloating, weight gain and mental health issues (events added). During surgery to remove her appendix in 2017 she learned of migration of the essure device (event added). Due to her symptoms she underwent a hysterectomy in (B)(6)-2018 (removal date added). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. On 11-may-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device') in a female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2017. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pain"), pelvic discomfort ("discomfort"), abdominal distension ("bloating") and mental disorder ("mental health issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, abdominal distension, weight increased and mental disorder outcome was unknown. The reporter considered abdominal distension, device dislocation, mental disorder, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: essure was implanted in hospital in 2015. After the procedure, the claimant began to suffer from severe pain and discomfort, she also suffered from bloating, weight gain and mental health issues. The claimant learned of migration of the essure device during surgery to remove her appendix in 2017. Her symptoms were so severe the only option available to her was to undergo revision surgery. The claimant underwent a hysterectomy in (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: essure lot number was added. Insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device') in a female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2017. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pain"), pelvic discomfort ("discomfort"), abdominal distension ("bloating") and mental disorder ("mental health issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, abdominal distension, weight increased and mental disorder outcome was unknown. The reporter considered abdominal distension, device dislocation, mental disorder, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: essure was implanted in hospital in 2015. After the procedure, the claimant began to suffer from severe pain and discomfort, she also suffered from bloating, weight gain and mental health issues. The claimant learned of migration of the essure device during surgery to remove her appendix in 2017. Her symptoms were so severe the only option available to her was to undergo revision surgery. The claimant underwent a hysterectomy in (B)(6) 2018. Batch no: b72577, production date: 2013-09-24, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.